Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker triggered a high, out of range pacing impedance alert. The impedance value had been stable and within normal limits before. A spring contact issue was discussed as a probable cause. Also, a drop in r wave amplitude since implant was observed. Various programming options were discussed and recommended. The pacemaker remains in service, but the rv lead has been surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker triggered a high, out of range pacing impedance alert. The impedance value had been stable and within normal limits before. A spring contact issue was discussed as a probable cause. Also, a drop in r wave amplitude since implant was observed. Various programming options were discussed and recommended. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.